Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main 3.1 cubie pockets a1 and a3 had failed. The customer stated that the malfunction occurred when a user attempted to issue medication to a patient, resulting in a delay to patient care, since the user had to obtain the necessary medication from additional devices and the in-patient pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all cubie pockets in row a of full height drawer 3 on the main unit had failed and were unresponsive. A field service engineer manually removed the cubie pockets from the row board and discovered small pieces of foil. After removing the debris and reseating the cubie pockets, the device was rebooted, and the cubie pockets successfully recovered. The system functioned as intended after the field service engineer repaired the device.